Event description:
It was reported that during a low anterior resection procedure, the suture did not cut off after firing. After open firing with 360 degree, one circle; it was found that counter clockwise anvil still proximate, stuck to the tissue. The tissue separately because pressed by cutter, it did not cut. The device did not work. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.